Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and suprarenal aortic extension. A follow up computed tomography (CT), showed the patient had a type 3b endoleak. A subsequent endovascular procedure has not been scheduled, there have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, the clinical evaluation was able to confirm the reported type 3b endoleak. The clinical evaluation additionally found evidence to suggest the following potential contributing factors to the reported event; protruding calcification near the bifurcation and lateral remodeling of the implanted devices. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event. There have been no additional adverse events reported for this patient.

Event description:
Additional information received, the patient had an additional endovascular intervention on (B)(6) 2017. The physician elected to reline the initial devices by implanting an additional bifurcated stent and an infrarenal aortic extension to seal the endoleak.